Manufacturer narrative:
The hill-rom tech found the bed exit not alarming due to a lose wire at connector p15. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech reseated the wire into the connector to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating no bed exit alarm. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).